Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was likely due to the faulty circuit (dp) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the inspection no image output was discovered. Additionally, the inspection revealed a faded front panel, scratches on the top cover, and lint moisture stains on the video connector unit pins. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned their evis exera iii video system center for routine maintenance. During the device the maintenance, it was discovered that the cv-190 device was not producing an image. There was no patient involvement during this event.